Event description:
(B)(4). According to the information recieved, there was a catheter with blocked eyelets. Patient receieved 3 catheters without eyelets, (B)(4), lot# 2399296, exp: 2012-04. Patient tried using the catheters and discovered that the eyelets were missing.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.